Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered multiple anti-tachycardia pacing (atp) and possible inappropriate shocks resulting in therapy exhaustion in the ventricular tachycardia (vt) zone. Therapy was unable to convert rhythm and was then withheld as programmed. Boston scientific technical services (ts) suggested reprogramming could be done to set detection for control. Attempts to obtain additional information from the field representative were unsuccessful. This ICD remains in service. No adverse patient effects were reported.